Manufacturer narrative:
The investigation into this event determined that an elevated vitros nt-probnp result was obtained from a single pt plasma sample and reported by the laboratory. It was reported that the pt experienced renal failure as a result of fluid restriction ordered by the physician due to the elevated vitros nt-probnp result. The investigation was unable to determine if the reported result was incorrect. No specific vitros 5600 analyzer malfunction or vitros nt-probnp product issue could be identified as the customer did not provide additional info requested for the investigation. The root cause of this event is unknown.

Event description:
The customer reported that a physician ordered fluid restriction based on an elevated vitros nt-probnp result obtained on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The physician indicated that the pt experienced renal failure, however, it is unknown if there was actual pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.